Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detail trace confirmed the root cause is the non-sleep anomaly software error. The insulin pump was received cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving multiple pump error alarms. It was reported that the alarm would occur every four hours. It was reported that the alarms seized, and the pump was working as needed. It was reported that the customer had to simulate the rewind sequence after every alarm. It was reported that the device would be replaced.